Manufacturer narrative:
Additional information was added to e1: initial reporter postal code, h3, h4, h6 and h10. E1: initial reporter postal code: 8004. H4: the lot was manufactured from january 20, 2021 - january 22, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph which observed fluid inside a bag that contained the device suggesting a leak may have occurred. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unknown location. The leak was observed when the device was unpacked prior to patient use. The device was filled with 180ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.